Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Reports: 1627487-2013-12780, 1627487-2013-12782, and 1627487-2013-12783. It was reported the pt was not receiving effective stimulation coverage and the pt turned off the sys. The ipg cannot communicate with external devices. The pt has not charged or used the scs sys for more than two months. As a result, the battery is depleted. The pt was referred to a surgeon. Note: the pt has three leads from different lot numbers. All leads are being reported.